Manufacturer narrative:
Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that when the aquacel opened, a yellow patch was evident. The product was not used. Photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.